Event description:
Customer using accu-chek advantage system. Customer reports back to back testing on the same meter 3 minutes apart with results of 552mg/dl and 181mg/dl. Location of testing was customer's kitchen. No controls were ran. No death or serious illness reported. A request was made for return of the suspect product and a replacement was sent. Accu-chek advantage system: accu-chek comfort curve test strips lot#549416, exp date 12/31/2007.

Manufacturer narrative:
The suspect product is comfort curve test strips.